Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a thrombotic event with lab work suggestive of hemolysis. The patient was started on heparin and lasix and the issue reportedly resolved approximately 10 days later.

Manufacturer narrative:
The patient remains ongoing and continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.